Event description:
It was reported to covidien that a customer had an issue with an x-ray detectable sponge. The customer states the gauze shredded into a patient's open cavity during surgery and the pieces were picked out.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.